Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I toxo igg result for a patient while running on the alinity I processing module. The sample (sid (B)(6) generated a positive result of 6.6 iu/ml (reference range: >/= 3.0 iu/ml is positive) that did not correlate with the previous historical result (negative). The sample in question was then repeated and generated a negative result of 0.1-0.2 iu/ml. The customer then repeated the sample 5 more times and all the results generated negative results of 0.1-0.2 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Customer service reviewed the instrument logs, and recommend the customer replace and recalibrate the alinity pipettor probe for r1 on the alinity I processing module. The probe was replaced, recalibrated and the controls were rerun to verify performance. The results were acceptable, and the issue resolved. The alinity pipettor probe was determined to be the likely cause of the issue. However, sample integrity could not be ruled out as a possible cause of the falsely positive result. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations for the part associated to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.